Manufacturer narrative:
Investigation summary: one photo was provided to our quality team for investigation. Upon visual inspection of the photo, damage was observed on the syringe barrel. A device history review was performed for reported lot 1510007, finding one annotation related to the alleged defect. During the assembly process, a malfunction was detected with the assembly wheels that resulted in damage to the barrels. The mechanical team repaired the failure and impacted units were scrapped. Final products in this manufacturing line, for this reference and lot size are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedures. Based upon the visual inspection of the picture received and the quality team's investigation, it was determined this incident is related to the malfunction during the assembly process as well as the damaged product not being properly discarded. Manufacturing personnel have been notified to increase awareness of this issue. Complaints received for this defect and device will be monitored by our quality team for signs of emerging trends.

Event description:
It was reported that a damaged barrel was found during use with a syringe 10ml e/t plastipak. The following information was provided by the initial reporter, the syringe is part of our end product where the patient could not completely empty the syringe due to a damage. I would like to know whether there are any particularities, or more complaints from the market, with regard to the batch in question? The following additional information was provided by the customer: 1. Has the defect led to the leakage? If yes, was someone exposed to the fluid that was leaking? There was no leakage, there was a defect in the syringe, so the syringe could not be completely emptied. 2. Which liquid was used with the syringe? Drug, dissolved in water for injection. 3. Has the defect led to a serious injury? (For example due to the incorrect dose of the drug being administered?) No, the patient had already received enough of the product. An adverse event report has been prepared, incomplete dose administered. 4. Did a medical treatment have to take place as a result of this incident? No. 5. Did the treatment plan have to be adjusted as a result of this incident? No. 6. Other actions that needed to be taken? Not towards the patient."

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that a damaged barrel was found during use with a syringe 10ml e/t plastipak. The following information was provided by the initial reporter, the syringe is part of our end product where the patient could not completely empty the syringe due to a damage. I would like to know whether there are any particularities, or more complaints from the market, with regard to the batch in question? The following additional information was provided by the customer: has the defect led to the leakage? If yes, was someone exposed to the fluid that was leaking? There was no leakage, there was a defect in the syringe, so the syringe could not be completely emptied. Which liquid was used with the syringe? Drug, dissolved in water for injection. Has the defect led to a serious injury? (For example due to the incorrect dose of the drug being administered?) No, the patient had already received enough of the product. An adverse event report has been prepared, incomplete dose administered. Did a medical treatment have to take place as a result of this incident? No. Did the treatment plan have to be adjusted as a result of this incident? No. Other actions that needed to be taken? Not towards the patient."